Event description:
It was reported that the patient presented with lumbosacral pseudoarthrosis and spinal stenosis. The patient underwent decompression laminectomy and spinal fusion from l2 to s1. The patient underwent exploration of previous fusion and removal of previous hardware from l2-l5 with reinstrumentation using rhbmp-2/acs, local bone graft, iliac crest bone graft, 30cc mastergraft and legacy spinal system. The bmp was placed in the lateral gutters, facets, and lateral to bmp (autograft). Eight months post-op the patient experienced moderate bilateral leg pain. The patient's last follow up exam was performed at 8 months. Bone healing was assessed as healed/fused. Thirteen months post-op lucency was noted around s1 screw. No further details were provided.

Manufacturer narrative:
Concomitant medical products: legacy spinal system, (B)(4), local bone, icbg (therapy dates unknown). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. "This MDR is late since the source data for this MDR is from a retrospective study that was conducted in 2006-2008 which included data from 2002-2006. The adverse events in this dataset were not assessed for reportability until june 2013. FDA osb was first notified of these events on the 24th of july 2013." (B)(4).